Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital following a pre-syncopal episode and fall. The company representative was contacted by hospital emergency department staff to complete a device interrogation. Upon interrogation of the associated device with a programmer, it was noted that this lead exhibited high threshold measurements and intermittent loss of capture (loc). The change in threshold measurements was noted to be sudden, however, daily threshold measurements was not programmed on in the device, so the exact date of the change was unable to be determined. The patient was noted to have an underlying rhythm of slow atrial fibrillation (af) at 40 beats per minute (bpm). The patient did not recall when they were last seen for an in-clinic device check. Rv outputs were reprogrammed to the maximum output, and reliable capture was obtained. The patient remained in the hospital for overnight evaluation and was then discharged the next day. The patient and their family did not desire any major intervention or long term hospital stay. No additional adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that this lead was surgically abandoned and replaced during a routine device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide the initial reporter first and last name.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital following a pre-syncopal episode and fall. The company representative was contacted by hospital emergency department staff to complete a device interrogation. Upon interrogation of the associated device with a programmer, it was noted that this lead exhibited high threshold measurements and intermittent loss of capture (loc). The change in threshold measurements was noted to be sudden, however, daily threshold measurements was not programmed on in the device, so the exact date of the change was unable to be determined. The patient was noted to have an underlying rhythm of slow atrial fibrillation (af) at 40 beats per minute (bpm). The patient did not recall when they were last seen for an in-clinic device check. Rv outputs were reprogrammed to the maximum output, and reliable capture was obtained. The patient remained in the hospital for overnight evaluation and was then discharged the next day. The patient and their family did not desire any major intervention or long term hospital stay. No additional adverse patient effects were reported. This lead remains in service. The name of the hospital emergency staff is not known at this time, however, has been requested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to provide the initial reporter first and last name.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital following a pre-syncopal episode and fall. The company representative was contacted by hospital emergency department staff to complete a device interrogation. Upon interrogation of the associated device with a programmer, it was noted that this lead exhibited high threshold measurements and intermittent loss of capture (loc). The change in threshold measurements was noted to be sudden, however, daily threshold measurements was not programmed on in the device, so the exact date of the change was unable to be determined. The patient was noted to have an underlying rhythm of slow atrial fibrillation (af) at 40 beats per minute (bpm). The patient did not recall when they were last seen for an in-clinic device check. Rv outputs were reprogrammed to the maximum output, and reliable capture was obtained. The patient remained in the hospital for overnight evaluation and was then discharged the next day. The patient and their family did not desire any major intervention or long term hospital stay. No additional adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued.